Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: section h6 patient code- the patient code was inadvertently left off of the initial report and has now been added.

Event description:
Follow up information identified the physician explanted and replaced one of the patient¿s leads on (B)(6) 2020. It is unknown which serial number lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 3006705815-2020-02520. It was reported the patient experienced ineffective stimulation. The patient forgot not to bend or twist during their four week recovery period post implant. Reprogramming attempts were unsuccessful. X-rays revealed both leads had migrated. To address the issue, the patient may be awaiting surgical intervention.